Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that channel 2 of the device did not sound an audible alarm tone during an alarm condition. Line a of channel 2 was programmed to deliver a hydration fluid. Line b was programmed to deliver an unspecified concentration of heparin and the deliveries were started. No specific programming parameters were provided. At an unspecified time during the change of shift, the nurse entered the pt's room to check the programmed settings on the device and found that the device was delivering as intended. It was reported that approx 10 minutes later, the nurse returned to the pt's room and found the delivery on line b had stopped and the display was flashing e301 (audio alarm failure) with no audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided